Event description:
Attorney alleges plaintiff received implants on 2/1/84. Attorney also alleges, "almost immediately, the plaintiff began to have difficulties and pain from these implants. She has continued to suffer difficulties including pain in both breasts as well as pain in the joints including thumb, feet, ankles and has subsequently seen a specialist for arthritis. The plaintiff also suffers from headaches and flu-like symptoms and hair loss. The plaintiff claims that her injuries and physical condition have been caused by the mammary implants. The plaintiff claims that the said implants were defective and that gel was allowed to enter her body, and in doing so, caused her irreparable damage." Attorney also alleges plaintiff had removal and replacement on march 13, 1985 involving a complete capsulectomy on the right side and part of the muscle had to be removed. A similar procedures was performed on the left breast. Reference mw072378a.